Event description:
It was reported that during a training/demo of the da vinci system, caller stated system faulted with error 23128 on universal surgical manipulator (usm) 3 when usm was moved for draping. Caller tried to do an emergency power off (epo). The technical support engineer (tse) confirmed errors in the system logs pointing to the usm. There was no report of patient involvement.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. The fse replaced universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis (fa). The usm was analyzed and the reported problem was replicated during fa on system start-up and also on initialization on the patient side cart (psc) fixture test platform (pftp). Visual inspection did not find any factors that could have contributed to the reported event. After the pitch chipencoder virtual absolute (cva) flat flex cable (ffc) was replaced, the error was no longer triggered, but when the original ffc was installed back again, it also did not trigger the previous error. The probable root cause of error 23138 is attributed to sensor errors caused by an electrical component failure of the pitch cva ffc on the usm. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.